Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. As a result, device replacement within 60 days or more frequent monitoring was recommended. This investigation will be updated when further information becomes available. No adverse patient effects were reported. This cardiac resynchronization therapy defibrillator (crt-d) was successfully explanted and returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert (code 1003) was recorded. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised low voltage capacitors. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Investigation has determined that the low voltage capacitors can become compromised due to the presence of excess hydrogen gas within the device case. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. As a result, device replacement within 60 days or more frequent monitoring was recommended. This investigation will be updated when further information becomes available. No adverse patient effects were reported. This cardiac resynchronization therapy defibrillator (crt-d) was successfully explanted and returned to boston scientific for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. As a result, device replacement within 60 days or more frequent monitoring was recommended. This investigation will be updated when further information becomes available. No adverse patient effects were reported.